Event description:
The customer stated that error code 1063 (invalid test result, correlation coefficient too low) was generated when running pt samples using the axsym digoxin iii assay. The customer was running a correlation study at the time of occurrence. No impact to pt management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.